Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.5, retest: 3.1, same day lab: 2.6; inratio: 3.7, same day lab: 2.3. Patient's therapeutic range is 2.5-3.5. Caller found sometimes it is hard to get enough blood and get abnormal readings. She used the same finger (different puncture) for retest.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Comparison tests were performed on same day, but time elapsed between tests was not given. The means of the inratio meter and comparative system inr's were calculated. The inr values for all three sets of data are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Meter (B)(4) is expected to be returned for evaluation and functional testing will be performed upon receipt.